Event description:
The following was reported by the attorney for the patient: (B)(6) 2005 - a bard kugel mesh patch and a bard ventralex hernia patch, were used to repair patient's hernia defects. In (B)(6) 2007 - the patient's bard kugel mesh patch and bard ventralex hernia patch had failed. The attorney report alleges the patient continued to experience abdominal pain and discomfort after the hernia patch failure. The kugel mesh and bard ventralex hernia patch used in patient's hernia repair surgery failed, resulting in patient's suffering physical pain and harm. The patient was seriously and permanently injured.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The attorney report alleges the patient experienced complication after the implant of the kugel patch. The report does not identify a specific device issue and no product was returned for evaluation. A manufacturing review was performed and did not reveal a manufacturing related issue. Additionally, no medical records have been provided at this time. Based on the currently available information, it is unknown whether the device may have caused or contributed to the event. No conclusion can be drawn at this time. See MDR 1213643-2011-00376 for information related to the kugel patch implanted on (B)(6) 2005.